Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an occlusion alert associated with the infusion set. The patient reported that the occlusion occurred in the morning around the same time as coffee consumption. The patient was using an infusion set and planned to change the infusion set at the time of contact. The lot number of the infusion set was reported as 6006632. The patient also requested samples and replacement cartridges, which were arranged. At the time of reporting, the patient¿s blood glucose level was 259 mg/dl. Blood glucose levels were affected during the event, with a reported peak of 267 mg/dl and remaining outside the target range for approximately 35 minutes. The patient reported use of a continuous glucose monitoring system. No back-up therapy was used, no ketone testing was performed, and no recent steroid injections were reported. The patient did not receive professional medical intervention or other assistance and reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Subsequent updates indicated that blood glucose levels returned to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.